Manufacturer narrative:
Batch review performed on 5 april 2022: lot 2001731: (B)(4) items manufactured and released on 13-mar-2020. Expiration date: 2025-feb-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. About 1 year and 4 months after the primary surgery, the surgeon revised the insert with a thicker one, and the surgery was completed successfully.